Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, as the malfunction code was resettable, and the customer was advised to continue using the pump and to call back if the issue recurred. The customer understood the instructions and acknowledged the resolution.